Manufacturer narrative:
Currently, intuvie is unable to provide hex files for z-800wf pumps; therefore, the device will need to be returned to intuvie for the update. The pump is currently in transit to intuvie, and the investigation remains ongoing. A review of the device serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. A CAPA was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
It was reported to intuvie that during servicing, the device exhibited a flow rate change due to over-infusion during the accuracy test. No additional information was provided. No patient involvement was reported.